Manufacturer narrative:
The insulin pump was received unable to communicate with blood glucose meter, upload to carelink and a64 alarmed during pump self test due to faulty electrical component on the radio frequency board noted. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that their doctor was unable to install the carelink program on their pump prior to the alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.